Event description:
Sales rep reported this event to depuy spine in 2008. In approx four months earlier, the patient (a construction worker) visited her surgeon complaining of clicking sound. X-rays revealed that the rods had pulled out of the s1 screws. Surgeon revised the pt on the same month, removing the 5.5 implants and placing 6.35 hardware. As surgical intervention occurred, an MDR is being filed to document this event.

Manufacturer narrative:
Sales rep reported that the surgeon had not considered the event to be related to the implants used in the case. Visual examination of the hardware indicates (material displacement) that the setscrews were locked onto the rod. Under magnification lines of material displacement can be seen along the top of the rod where the rods pulled out of the screw at s1. No anomalies were noted. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Device is intended to be a temporary fixation device to aid in the process of fusion and loosening can occur. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.